Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 45639 0004. There was no patient involvement. (B)(6).

Manufacturer narrative:
One device was returned for repair with complaint of error code 45639. There was no previous service history in the last 12 months. Was unable to retrieve event log. Device displayed error screen when turned on. Confirmed the complaint through visual inspection and functional testing. Probable cause was the printed wire assembly (pwa) and was replaced. Was unable to retrieve motor odometer and replaced motor as preventative maintenance. Device passed all testing criteria.